Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that liquid entered the u plug unit, and an error e315 was displayed. Based on the results of the investigation, it is likely the most probable causes of the reported event were due to damage or deterioration of parts, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the broncho videoscope exhibited that liquid entered the u plug unit, and an error e315 was reported. There were no reports of patient harm or patient involvement.